Event description:
It was reported that the insulin pump alarmed for no delivery during a bolus and that the alarm was resolved by a set or reservoir change and no troubleshooting could not be completed. It was confirmed that there was a site issue. A 7 unit prime was delivered into air with no alarm. Troubleshooting was not completed as the tubing clamps were not available at the time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.